Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the material was it was not removed since the reprocessing was not conducted properly due to leakage from electrical connector and biopsy channel. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal adhesive around objective lens has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; grip is shaved; air/water cylinder has no color; suction cylinder has no color; right/left knob has a scratch; upwards/downwards knob has a scratch; switch box has a scratch; due to deformation of electric connector guide pin, water tightness is lost; scope connector cover unit has a scratch; scope connector has a scratch; label on scope connector is damaged; electric connector has corrosion due to water leakage; due to damage on channel tube, water tightness is lost; due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value; distal end cover has a crack; objective lens has a scratch; adhesive around objective lens has foreign objects; connecting tube has a wrinkle; universal cord has a wrinkle; and universal cord has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.